Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient experienced was injected with 2 cc of juvéderm voluma® xc in the mid face (malar area), and 1 cc of juvéderm vollure¿ xc in the chin/jowls, and marionette lines. 5 months later, patient experienced "swelling, erythema, and nodules in mid face and marionette lines", healthcare professional later indicated it was an "¿inflammatory [illegible]". Patient was treated with hylenex injection. Event is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00212 (B)(4). This MDR is for juvéderm voluma® xc.